Event description:
A report was received that the patient underwent an explant procedure due to lead extensions that were protruding through her skin. The patient was doing well following the procedure.

Manufacturer narrative:
Correction to initial MDR fields: additional suspect medical device components involved in the event: model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #:sc-2218-70, serial #:(B)(4), description:linear st lead, 70cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to lead extensions that were protruding through her skin. The patient was doing well following the procedure.